Manufacturer narrative:
(B)(4). The patient was stable and recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s exchange was performed in the hospital ward which caused peritonitis. The patient was treated with injections of reflin (2gm, once daily), fortum (1.5gm, intraperitoneally (ip), once daily) and heparin sos (sucrose octa sulfate) (dose and frequency not reported). At the time of the report, the patient was recovering from peritonitis. No additional information is available.